Event description:
Additional information received reported that there were no known previous problems that the patient had.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was implanted with a trial octad lead at t11-t12 in (B)(6) 2010 for part mechanical, part neuropathic pain in the ankle. Trial undertaken, but patient only received 20% reduction in pain, so two weeks later the octad trial lead was removed. In (B)(6) 2010, the patient came back and reported pain on ejaculation. It was later reported that whilst undergoing the trial, the patient did get pain in the genital area whilst the stimulation was turned on and the stimulator was subsequently turned down. It was stated that, the day after this event, the patient claimed that he was incontinent. Additional information has been requested, a follow-up report will be sent if additional information becomes available.